Manufacturer narrative:
The patient underwent revision surgery on (B)(6) 2020 to replace the dislodged set screw; no explants have been made available for analysis at this time. The surgeon continues to monitor the patient for any indication requiring additional treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery on (B)(6) 2020 using seaspine's mariner pedicle screw system. The patient experienced pain and a popping sensation in their back in the post-operative period. A lateral x-ray revealed a set screw had dislodged and migrated from the s1 pedicle screw.